Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. A visual inspection of thr returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. An internal inspection found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. All pertinent information available to the manufacturer has been provided.

Manufacturer narrative:
All information available at this time has been provided.

Event description:
A patient on peritoneal dialysis (pd) on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) reported that the cycler was not draining all the previous fill volume during drain 1. Drain 0: 488ml, fill 1: 1999ml, drain 1: 1565ml, fill 2: 1999ml, drain 2: 1999ml, fill 3: 1999ml, drain 3: 4823ml, fill 4: 1999ml, drain 4: 1508ml. Treatment data reported from (B)(6) 2015 revealed an episode of increased intraperitoneal volume (iipv), where 4823ml drained during drain 3 was 241 percent of the expected drain volume. The patient's pd nurse confirmed the patient's iipv event. She stated the patient experienced hypotension and fainted between fill 3 and drain 3, where the patient drained 4823ml. She indicated the patient felt better after draining. She indicated there was no hospitalization, medical intervention or hypervolemia associated with the event. The patient stated they did not fully pass out and that he used 4.5 percent strength dextrose instead of 1.5 percent and 2.5 percent strength he normally used. The patient further stated he was able to complete his treatment and the issue did not re-occur.